Event description:
It was reported that a motor stall occurred on the evening of (B)(6) 2014 and never recovered. A motor stall recovery occurred on (B)(6) 2014 at 15:00, and then motor stall occurred on (B)(6) 2014 at 00:50 with no recovery per logs. The patient¿s critical alarm was changed to go off every hour instead of every 10 minutes and continued to go off every hour. The patient was admitted to the emergency room (ER) were the pump motor stall was verified to be unrecovered. It was noted that the patient was near an MRI recently while waiting for a family member to have an MRI done. Later it was reported that the patient was not near any magnetic source when the motor stall occurred. Diagnostic testing included checking the logs. The product issue was not resolved and the cause of the issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. The patient had underdose symptoms specified as increased pain, high blood pressure, sweating and diarrhea and less than 50% therapy relief. The location of the issue or symptom was the device pocket. The patient was given percocet to minimize withdrawal symptoms. A pump explant and replacement occurred on (B)(6) 2014. The pump was used to infuse dilaudid and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# j11343r53, implanted: (B)(6) 2002, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing.

Event description:
Additional information reported the patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.